Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that air bubbles were observed during delivery from cartridges. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 140-150 mg/dl.